Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes include damage or deterioration of parts, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems such as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that there was corrosion on the electrical contacts of the video plug and damage to the charge coupled device unit that caused the videoscope to display b30 and e216 error messages (scope communication errors). There was no patient involvement.